Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res# (B)(4) due to no device identifier provided.

Event description:
It has been reported by the patient's legal guardian that the patient's op5 charger started burning and the charging port burned. No patient consequence was reported. A replacement device has been sent to the patient.